Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 07/07/2016, the reporter contacted animas, alleging the basal history did not match the active basal program. On 07/28/2016, animas received additional information from the distributer. The patient reportedly experienced for a week elevated blood glucose levels in the range of 220mg/dl to 400mg/dl and had to seek medical intervention. The pump reportedly was reviewed: there was no indication of damage to the pump. Reportedly, the basal rate was correctly adjusted and the basal settings were correct. The time and date reportedly were correct. There was no indication of associated alarms. The correct program reportedly was used when the prime history was reviewed and the advanced settings were programmed correctly. There was no indication of having issues with the site/set or cartridge. Per history, the pump reportedly delivered as programmed with no issues. The patient reportedly was in diabetes consultation and the pump reportedly was replaced. It was noted that the patient increased the temporary basal rate to 200%. This complaint is being reported as the patient experienced hyperglycemia allegedly due to a history settings issue with the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The basal history reportedly did not match the active basal program. There was no indication that the product caused or contributed to an adverse event. This issue is reportable as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the total daily dose (tdd) history on the date of complaint did not match the basal and bolus history; basal history did not add up correctly to any of the user basal programs. There was no black box (bb) data for the date of the complaint due to continued pump use. There was no errors, alarms or warnings that occurred in the alarm history indicating an interruption in delivery. During testing, the pump was tested for accuracy on delivery and was found to be within specifications. The pump was put on a basal program of 2units/hour for 24 hours; the pump history indicated the tdd recorded accurately. Unrelated to the complaint, a crack was observed between the case seal and keypad cover. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).